Manufacturer narrative:
Exemption number e2015058. The pad-pak was first successfully installed on the 24th october 2010 and performed to specification up to the 6th november 2011. Multiple manual power ups of 10 minutes duration were recorded in the device memory on the 10th november 2011 and then between the 29th november 2012 and the last log entry on the 2nd may 2016. The pad-pak became depleted during this time and was replaced by a further pad-pak which also became depleted. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs and the measurements taken, including the excess current drain, would confirm a failing membrane. The green status led was found to be constantly lit during the investigation. This is a further symptom of membrane failure. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.